Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It is possible that there were procedural interactions/user technique, such as the clip contacting the structuring during positioning, which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. The analysis of the returned device did not confirm a delivery catheter (dc) shaft bend, and could not confirm the reported positioning issue; however, the mandrel was observed to be bent. As the dc shaft is made of a more pliable material, it is possible that the dc shaft became bent during the procedure, but would not demonstrate a bent condition once outside of the anatomy. Since the mandrel is made out of a stainless steel material, it is more likely to maintain a bent condition. The mandrel likely became bent due to conditions the device was subjected to during the procedure. During the procedure, the reported difficulty positioning the device was likely a result of the reported bent condition of the dc shaft; however, a definitive cause for the reported dc shaft bend could not be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular steering that occurred during use with the clip delivery system which has the potential to cause or contribute to injury if the clip becomes entangled in the chordae. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium without issue. While translating the delivery catheter (dc) handle forward, the clip touched the structure between the pulmonary vein and the left atrial appendage. This was resolved by releasing m knob and retracting the system/stabilizer, and it was then possible to steer down without touching a structure. The cds was advanced again, the dc shaft was bending 30-40 degrees. Due to the bend, it was not possible to align the cds with the mitral valve. The clip was then opened to see if that would resolve the bending, but was unsuccessful. The cds was removed and replaced and a new cds was used successfully. Two clips were implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.